Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor memorygel breast implant 600cc gel, catalog: 3507600bc, lot: 2265165, sn: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year old female patient underwent breast augmentation with mentor memorygel breast implant 600cc gel breast prostheses. Bilateral rupture of the breast prostheses and capsular contracture on the right breast were reported. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 625cc saline breast prostheses on (B)(6) 2018. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device. Gel was observed on the shell surface. Upon initial inspection, the device appears intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. Complaint was not confirmed. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Mentor performs 100% inspection and testing of all devices prior to release. The device history record (DHR) of lot number 2225935 could not be reviewed, as the quality operations team was unable to locate the physical DHR file. An internal corrective action has been opened to investigate and address this issue. Product evaluation concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).